Manufacturer narrative:
The model # was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Manufacturer narrative:
Two of the five strips that were tested by qa gave control readings there were high out of range by 3 and 6mg/dl. High results were most likely caused by the strips being exposed to a moist environment, due to the open cap of the bottle in the sealed box. The retention lot gave satisfactory performance.

Event description:
A customer in slovenia opened a box of contour test strips and found the bottle cap already open. No adverse event was alleged. The strips were expected to be returned for investigation.